Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto mapping system. (B)(4). Evaluation methods: no testing methods performed; (B)(4). Results: no results available since no evaluation performed; (B)(4). Conclusion: device discarded by user, unable to follow-up; (B)(4).

Event description:
This complaint is from a literature source. It was reported that 41 patients with structural heart disease undergoing vt ablation using the carto univu module. Only 1 procedure-related major complication occurred in 1 patient who developed cardiogenic shock after the ablation procedure. Intravenous inotropes were started without positive response, and the patient underwent implantation of an extracorporeal membrane oxygenation support. Five days after the ablation procedure, the patient finally died with refractory cardiogenic shock. Additional information was received indicating that the patient who died was due to its previous conditions: electrical storm and heart failure. The procedure went well, and the doctor assesses that the death was not related with any of bwii products or the procedure itself. Title: ¿safety and feasibility of a minimally fluoroscopic approach for ventricular tachycardia ablation in patients with structural heart disease.¿ the purpose of this study was to evaluate the safety and feasibility of a minimally fluoroscopic approach using the carto univu module during scar-related ventricular tachycardia (vt) ablation. The study was conducted from april 2014 to september 2015. Suspected device is thermocool smarttouch ablation catheter, however catalog and lot number are unknown.